Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Reportedly, the customer changed their infusion set to address bg. Customer continued to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.